Event description:
Facility reported that the needle tip broke off during surgery. Surgeon worked for about 45 minutes trying to locate the broken tip, but the patient's report seemed to indicate that it could not be found and was left inside. Plan was set up with the patient to re-x-ray after the incident. Incident resulted in additional tissue being removed, additional radiation, and additional charging to patient.